Event description:
It was reported that the patient had been hospitalized after receiving a high glucose alert while wearing the pod between 1 and 4 hours. Upon arrival to the hospital, the physician advised the glucose levels were actually not high. The patient was treated with an IV (intravenous) of unknown contents. The patient was released four hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Manufacturer narrative:
The case description states the user was receiving high blood glucose (bg) alerts that were not accurate. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the user received "hi egv" alerts on the date of occurrence. Inspection of the patient history buffer shows the user had an estimated glucose value (egv) of 401 when the user received the "hi egv" alerts. The algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. The system was found to function as intended with no evidence of the application incorrectly generating a high glucose alert.